Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit alarm condition. The device is not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed and the device failed a test step during testing. The device's sensor board was replaced to address the issues.